Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient had their superion interspinous spacer for an unknown reason. The patient is reportedly doing well following the explant procedure. Good faith efforts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.